Manufacturer narrative:
The reported field event of a set screw anomaly could not be confirmed due to the set screws not being returned. The device was tested on the bench. The returned septa were found to be punctured. New set screws were inserted in the connector blocks normally and secured. It is believed that the cause of the anomaly was due to silicone, septum material in the set screw hex cavities. The silicone material in the set screw hex cavities can prevent the torque driver from being fully inserted.

Event description:
It was reported that an asymptomatic patient presented for normal device replacement due to eri. During the procedure the physician had difficulty loosening the rv lead connector set screw. The physician removed the septum in order to loosen the set screw.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.